Event description:
During pediatric anti-neoplastic chemo treatment, port access tubing was leaking from a crack near the distal port. Tubing was clamped and cleaned and port deaccessed as soon as possible. No injury to patient noted. Ref MFR# 9617594-2020-00149.